Event description:
One day after being treated with the cryoablation system, the patient reported feeling lightheaded, weak and experiencing a sore throat. The patient went to the ER where the treating physician suspected hospital acquired pneumonia based upon introduction of intubation and upper gi. Patient was admitted into the hospital. The patient was hospitalized for two days and diagnosed with aspiration pneumonia. Patient was treated with antibiotics and respiratory therapy.

Manufacturer narrative:
The actual cryospray ablation console was not evaluated, as it was determined to be unnecessary. Csa medical reviewed production records and confirmed that the device met all specifications at final inspection. The console installation record confirms that the device is appropriately installed and functioning at the facility. An evaluation of cryoablation console service records indicates that there have been no requests for repair or service, and no service performed on the console. Lastly, the physician who performed the cryospray ablation procedure on the patient concluded that the aspiration pneumonia was not related to the csa cryospray ablation device. The physician indicated that the relationship of the patient's pneumonia to the procedure was undetermined. Our investigation concluded that the exact cause of the patient's aspiration pneumonia could not be determined.